Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the surgical staff alleged that a harmonic ace curved shears insert used in conjunction with the harmonic ace curved shears instrument fell into a patient. The insert was retrieved and the surgical procedure was completed. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.